Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter. Coumadin dose was increased from 2.5 mg per day to 5 mg per day after the 2.x value on (B)(6) 2010.